Manufacturer narrative:
B5 additional information was received. H6 code e0303 and a01 that were reported on the initial report were removed due to new information that was received. New codes were added.

Event description:
Additional information was received. The cause of death was irreversible cardiogenic shock. The patient passed on support in the middle of the night. The patient was made do not resuscitate by the family but technically went asystole while still on support. Upon follow up with the nursing staff the next morning they mentioned hematuria. Nothing was ever confirmed via lab values.

Event description:
The complainant reported a patient was implanted via percutaneous right femoral artery with an impella cp for mechanical circulatory support. Hemolysis was noted. The patient has tinged foly/urine. The patient had organ damage. The pump was explanted with an outcome of expired. The device was not removed due to the hemolysis.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: the pump was not returned for investigation. Data log was not provided or retrieved from the remote server. Clinical symptom (asystole): the root cause of the injury was unable to be determined due to insufficient clinical details. Clinical symptom (hematuria, cardiogenic shock): the cause of the injury was not determined due to insufficient clinical details. Mechanical interaction with blood (hemolysis): the cause of the hemolysis issue was not determined without returned product and sufficient clinical details. Device history lot: device lot: 1963895. Device history batch: subcomponent lot: n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
Code removed: hematuria. Clinical assessment: an 84 year old male patient was treated for an acute myocardial infarction with cardiogenic shock. An impella cp was inserted. While hemolysis was noted, the patient continued to deteriorate and expired the next day. While death was most likely to be caused by the underlying disease, it will be conservatively coded to the impella cp. Additionally, additional information received indicated that the cause of death was irreversible cardiogenic shock. Patient was made dnr by family but technically went asystole while still on support. Upon follow up with the nursing staff the next morning they mentioned hematuria. Nothing was ever confirmed via lab values.